Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that vl167 was faulty. The fse replaced the valve which repaired the erroneous results. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated erroneous white blood cell (wbc), hemoglobin (hgb) and mean corpuscular hemoglobin (mch). The cust did not provide the patient results. Erroneous results were not reported out of the lab. There was no change in patient treatment in connection with this event.